Manufacturer narrative:
Combination product: yes.

Event description:
This lead shows noise and pacing threshold has trended down in the last year. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.